Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported an error message with the adc device. Customer received a "replace sensor" message on day 1 of sensor wear and was unable to obtain readings. As a result, customer experienced a loss of consciousness. The customer was unable to self-treat and had contact with a healthcare provider who administered insulin (dose/type unspecified) and magnesium for treatment. The customer reported a diagnosis of high blood glucose. There was no report of death or permanent impairment associated with this event.